Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision procedure due to migration and some erosion at the implant site. There was fluid and puss noted in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
This device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the device eroded again and the device was explanted.